Manufacturer narrative:
Analysis was able to confirm the reported programmer overheating as the overheat error message was present in the device logs. The power supply was replaced. Analysis also noted that the system fan was noisy. The system fan was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an warning message indicating that the programmer power supply was overheating. The programmer was returned for service. No patient complications have been reported as a result of this event.